Manufacturer narrative:
Field service engineer (fse) troubleshoot reported monitor problem and replaced the 17" table monitor due to the burn smell. Fse tested unit per service manual 404954 and returned unit to service.

Event description:
On (B)(6): customer reports staff were preparing to start a urology cystography procedure for an internal urethrotomy on a (B)(6), when staff noted a burning smell coming from the table monitors. Staff immediately moved the pt out of the room and shut the system down. Physician had to transport the pt to another facility for procedure to be completed. No reported injury.